Manufacturer narrative:
The user-reported leaking issue was confirmed. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016. The pump involved in this case was filed separately as MDR #3006575795-2016-00009.

Event description:
The user reported "we had an incident. The clamp was closed and the pump did not beep occlusion. Therefore the connection between the tubing and filter created a leak and we had a chemo spill. " this is an issue with leaky IV sets. No patient injury or harm was involved in this case.